Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis # (B)(4): part # 5166-1405-n lot # tm0149328 visual and optical inspection did not reveal any damage to the spacer. Functional inspection confirmed the spacer was able to be attached and release from a sample inserter without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of the event is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterior cervical discectomy and fusion (acdf) procedure at the hwk 3/4 level for an indication of herniated disc at hwk 3/4. It was reported that the cage became loose and slipped, and the patient did not achieve solid fusion. The additional surgery was performed on (B)(6) 2025 to explant the cage. The patient was having slight discomfort when swallowing as a result of this event.

Manufacturer narrative:
Additional information: h11 radiographic image review: the lateral x-ray of c3-4 acdf was provided. The interbody device is translated anteriorly. No fixation device is present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.